Manufacturer narrative:
(B)(4). The covidien service engineer (se) verified the malfunction. The se inspected the device and made an adjustment and he was unable to duplicate the malfunction reported. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a vent inop condition during the power on self-test (post). The ventilator was not in use on a patient at the time the malfunction occurred.